Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed quality notification #200255858 was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Description: 8110_syr. Lab observations (condition of unit as received): the device was received in good condition. Investigation summary: report failed pressure cal failure during the device check in process was confirmed. Faulty pressure transducer assembly is the main cause of report failure. Conclusion: faulty pressure transducer assembly is the main cause of report pressure cal failure. Rework: recommend replacing pressure transducer assembly part number 147482-104 disposition: route to service for normal process.